Event description:
Mechanical failure of covidien endo clip 2 auto suture - clip applier 10mm medium / large ref# (B)(4). Surgeon attempted to use device - at first attempt, a staple fell out. Surgeon made 7 more attempts and device would not apply clips. FDA safety report ID# (B)(4).